Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited noise, possibly due to first rib and clavicle crush. The patient underwent a surgical intervention to remove the lead and implant a new product, but the physician had difficulties removing the lead and the procedure lasted longer than expected. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory the electrical allegations were confirmed based on the observation of damaged inner insulation (abrasion) ~39 cm from the terminal pin, which inner and outer coils are touching. The insulation abrasion is in the heart area. The removal difficulty allegation was confirmed based on the observation of induced damaged stretched outer coils and torn outer insulation near lead tip.

Event description:
It was reported that this right atrial (ra) lead exhibited noise, possibly due to first rib and clavicle crush. The patient underwent a surgical intervention to remove the lead and implant a new product, but the physician had difficulties removing the lead and the procedure lasted longer than expected. No additional adverse patient effects were reported.